Manufacturer narrative:
17-feb-2021 recordings transmitted to home monitoring show degraded far-field signal and what appears to be intermittent noise on the rv channel. Lead to be evaluated further and remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 recordings transmitted to home monitoring show degraded far-field signal and what appears to be intermittent noise on the rv channel. Lead to be evaluated further and remains implanted. (B)(6) 2021 shock impedance is greater than 150 ohms. Episode appears to be noise on lead. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance is greater than 150 ohms since (B)(6) 2020. Threshold and pacing impedance were within normal ranges. There was no noise on lead with pocket manipulation, isometrics and postural. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.